Manufacturer narrative:
On jun 17 2021, additional information was received: patient date of birth was identified as (B)(6) 1970. Patient age at the time of event was identified as 50 years old. Patient ethnicity was identified as caucasian. The baker grade was identified as grade I. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. The devices were identified as a saline mentor smooth round moderate profile 350cc breast implant, catalog number 3501655, lot number 263384. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation has been estimated as (B)(6) 2003 based off of the manufacture dates of the devices. The date of explantation was identified as (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the country of event was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/pacific islander female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and experienced bilateral capsular contracture and bilateral deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.